Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the universal surgical manipulator (usm) with endoscope was moving when released. Surgeon continued with procedure, reporting no problems during use. The technical support engineer (tse) later reviewed the logs and confirmed no errors were logged. The tse suspected that usm was clutched and released which resulted in uncontrolled movement. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue but made electrical/mechanical adjustments to correct reported problem. The fse suspected a user-induced error or drape issue. The system was tested and verified as ready for use. No parts were replaced.